Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of failed clip test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed multiple times. No damage to the grip tips were observed. Additional observation not reported by site that is related to the customer reported complaint was that the instrument was found to have loose grip cables at the proximal end when the housing was removed. This failure likely caused the failed clip test observed. No other damage observed at the proximal end. The root cause of this failure is attributed to a component failure. This RMA will be transferred to engineering for further investigation. A review of the instrument log for the large hem-o-lok clip applier instrument (470230-12/k10211129 0016) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6)2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier instrument was not applying clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, the large hem-o-lok clip applier was inspected prior to use and in order to resolve the issue, a spare instrument was used. The procedure was completed robotically and there was no patient injury. The customer stated to not have any other information besides what was already provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Advanced failure analysis (afa) confirmed the initial findings. Clip test application was retested and initially passed one time. The large hem-o-lok clip applier instrument grips were then manipulated at various orientations and the clip test was attempted several times and consistently failed. The instrument housing was removed and it was confirmed that the tension on the grip cables were looser than normal likely causing the failed clip test. Since the instrument was only used one time, it is unlikely that the cables stretched over time resulting in a root cause of component failure. The root cause of the failed clip test and the loose grip cable is most likely due to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.